Event description:
Same case as MFR's rpt: 6000093-2006-01949. Tap. It was reported that 289 days after implantation of a 2.5x12mm and a 3.0x24mm taxus express2 drug eluting stent, in-stent restenoses occurred. During the initial procedure, the target lesions were located in the 3rd obtuse marginal (om3) artery and the left anterior descending artery (lad). Pre-intervention stenosis of 90% and 80% respectively, were reported. It was not reported that the lesions were pre-dilated.a 2.5x12mm taxus stent was deployed at 9 atm in the om3 artery in the om3 artery in the region of the lesion. A 3.0x24mm taxus stent was deployed at 10 atm in the lad in the region of the lesion. It was not reported that the lesions were post-dilated. Post-intervention residual stenoses were not reported. The pt received heparin, and plavix prior, plavix, aspirin, protonix, norvasc and zoloft after the procedure. The pt reportedly tolerated the procedure well with "no complications." The pt presented 289 days after the initial procedure with unstable angina and a 90% focal in-stent restenosis in the mid lad and diffuse in-stent restenosis in the om3 artery. Percutaneous transluminal coronary angioplasty (ptca) of the lad was performed using a 3.0x12mm quantum maverick balloon. A 3.0x13mm cypher drug eluting stent was deployed at 10 atm in the region of the lesion. "No residual stenosis" was noted in the lad. Ptca was performed on the om3 artery using a 3.0x12mm quantum maverick balloon. "Mild residual stenosis" was noted in the om3 artery. The pt received angiomax and plavix prior to the procedure. Due to an adverse response to versed, i.e "confusion," the pt received flumazenil to reverse the affects. It was reported that the pt "otherwise, tolerated the procedure well" and there were "no complications.

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Because the batch number of the involved stent is unk for this complaint, the shop floor paperwork could not be examined. Should further relevant info become available, a supplemental medwatch report will be filed.